Event description:
The customer alleged, they have processing a flexible acn2 scope in the sterrad 100s sterilizer. The asp customer care center representative reviewed the "what can I sterilize in the 100s" document with the customer and pointed out that thr acn2 scope is outside of the lumen claim information. The customer stated the IFU for the scope recommends sterilizing in the sterrad 100s sterilizer. The caller stated their facility has processed this flexible scope in the sterrad 100s sterilizer for at least two years. At this time it is unknown if there were any patient injuries. Further follow-up by asp's ccc representative to (B) (4) indicated the IFU for this scope recommends sterilizing by eto and sterris. The IFU also states that this scope can be processed in the sterrad 100s and sterrad 50 in countries were approved.

Manufacturer narrative:
(B) (4) - infection.